Manufacturer narrative:
Intuitive surgical inc. (Isi) received the hrsv monitor for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left eye was black on the surgeon side console (ssc). The customer power cycled the system but the issue remained. The customer removed and reinstalled the endoscope. There were no errors in the system logs. The customer performed a hard power cycle on the ssc and reseated the blue fiber cable. The surgeon noted that the 'dvi searching' message displayed in the left eye was extremely dim. The system came back up; however, the left eye was still black. The customer swapped to a backup endoscope but the issue remained. The surgeon proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues noted during set up of the system. The system was powered on prior to port placement and there were no errors. At the start of the procedure, after port placement, the surgeon identified that the left eye was black on the surgeon side console (ssc). After troubleshooting with phone support did not resolve the issue, the surgeon elected to continue the procedure with the system with one eye black.

Manufacturer narrative:
4307- intuitive surgical inc. (Isi) received the hrsv monitor for failure analysis investigation and completed the device evaluation. Failure analysis confirmed that there was no image from the hrsv monitor due to a main board defect. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.